Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8598, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported the patient started going in to withdrawal yesterday because they missed their refill. The reporter stated the patient was seen half the time at their clinic and half the time in idaho. It was noted that the patient was being refilled today. The reporter stated that when they tried programming a 30 ug single bolus dose for the patient, the clinician programmer turned off. The reporter further stated they discovered the batteries were dead so they obtained another clinician programmer. It was noted the then the healthcare professional (hcp) was updating the patient¿s pump they encountered a 0808f8f8544253 type error code. It was further noted the hcp stated they do approximately 70 programmings a month in the same room the patient was in now. The reporter stated they were able to successfully update the patient¿s pump, but they decided not to program the 30 ug bolus dose. The pump contained gablofen (baclofen). Additional information was requested, but was not available as of the date of this report.